Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip of the jaw and silicone was about to break off. New device was opened. No delay. No harm.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected sections: d1--brand name corrected from vasoview hemopro 2 to vasoview hemopro vh-3500; d4--UDI # corrected to (B)(4)/ catalogue # and version or model # corrected from vh-4000 to vh-3500. The device was returned to the factory for evaluation on 04/02/2024. An investigation was conducted on 04/10/2024. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact gray silicone insulation on the harvesting device. The heater wire was observed to be intact with no visual defects observed. Based on the returned condition of the device was well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed. The lot # 3000372257 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.